Manufacturer narrative:
Immucor technical support received a faxed report attachment of test well images from the customer because a remote electronic connection method to the actual testing instrument was not available at this site. The test wells in question visually appeared negative on the report. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.